Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: better part of 3 hours (1100 - 1400) spent addressing air in line accumulated air exceeds limit alarms on two pumps. The first two hours were spent addressing repeated alarms on my 2nd norepi infusion (backup). Initially there were small bubbles visible but alarm continued once these bubbles were cleared and no bubbles were present. Multiple techniques tried to resolve ultimately primed a new tubing and this seems to have fixed it. Then a bag of vasopressin was changed and that line began alarming air in line not remediable after multiple attempts. Eventually tubing changed and it seems to have stopped at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.